Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and lost sensor alarm from the insulin pump. The customer's blood glucose reading was 524 mg/dl. The customer treated per health care provider's instructions. The customer stated that the pump is not communicating with the transmitter. The customer stated that there was no "lost sensor" alert that occurred with a previous sensor. The customer stated that there are no rf issues at the current location. The customer was advised to call back if the issue recurs.